Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right atrial (ra) lead exhibited noise oversensing resulted in inappropriate mode switch. In-clinic isometrics test was suggested; no changes or intervention were reported. There were no patient consequences.